Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01955, 01956.

Event description:
Allegedly neck was broken during a walk in the forest, high activity.